Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the pacemaker header setscrew failed to be tightened down and connect the right-atrial (ra) lead. As a resolution the pacemaker was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the lead was confirmed. Analysis revealed that the physician was making incorrect wrench insertions into the a-setscrew. The wrench was not being fully inserted into the inset of the setscrew, not enough of the setscrew inset was being engaged to prevent the wrench from losing grip, which stripped the top part of the inset it was inserted into. The setscrew cannot be tightened when it is stripping the inset. The problem is related to the user¿s incorrect use of the torque wrench.